Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported unknown side rupture confirmed by ultrasound. Device remains implanted.

Event description:
A healthcare professional reported, "rupture". Confirmed by ultrasound. The healthcare professional, later reported, "capsular contracture", baker ii. "Pain" and "cyst". The event of 'cyst' is not considered device related. The device has been explanted without replacement. This record is regarding the right side.

Event description:
Healthcare professional reported, unknown side rupture. Confirmed by ultrasound. Device has been explanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported unknown side rupture confirmed by ultrasound. Device status is unknown.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Continued e.1 postal code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.